Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, priming and excessive no delivery alarm tests. There was no excessive no delivery alarms on the insulin pump. The device functioned properly and was received with a cracked reservoir tube lip. (B)(4)

Event description:
Customer reported via phone call no delivery alarm and high blood glucose levels. Customer's blood glucose level was 410 mg/dl. Troubleshooting for no delivery was performed. Customer was advised to avoid bending the tubing where it connects to the reservoir. Customer declined to further troubleshoot stating that the alarm is recurring and they want a replacement. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.